Event description:
Procedure: unk. Pt. Gender: unk. Reportedly, the sleeve in the device unraveled (one long piece) while inside the pt cavity. The piece was retrieved laparoscopically from the cavity intact. No pt injury.